Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a patient received a biozorb implant on (B)(6) 2023, after a partial mastectomy. It is alleged that in early 2024, the patient developed swelling, hardness, pain, redness and fluid accumulation in the breast. It is further alleged that the patient was treated with massage therapy, lymphedema treatment, compression bras and steroids. Additionally, it is alleged that due to the breast symptoms, the patient experienced increasing anxiety. It is reported that the patient had the biozorb surgically removed on (B)(6) 2025. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.